Manufacturer narrative:
E1 phone number due to field restriction/limits: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cs100 intra-aortic balloon pump (iabp) alarmed air leakage of the iabp loop, pump was replaced. There was no personal injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and was able to reproduce the reported issue. The fse tested and found the safety disk to be faulty. The customer was quoted for the repair and was told that the iabp could not be used until fully repaired. Due to parts shortage the equipment is not in use and has not been repaired to factory specifications. If additional information about repair is received, a supplemental report will be submitted.